Event description:
Additional information was received. It was reported there may have been an error. It was unknown how many mm shallower it was because it had not been measured. The site put a sounder in the screw hole and measured how deep it was.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: 960-553, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: 9730605, serial/lot #: unknown, ubd: unknown, UDI#: unknown. This device is not approved/marketed in us, but is similar to a device marketed in the us. No parts have been received by the manufacturer for evaluation.. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, there was poor recognition of the passive sharp and passive frame. The passive marker was checked to see if it was attached and the connection was not good even though a new product was unpacked. The ball tip and active frame were used. After inserting the screw, it was confirmed by fluoroscopy that the screw was inserted more shallow than on the navigation pointer. Since it was actually measured by the sounder after the tap was cut, it was suspected that there was a possibility the actual measurement was incorrect. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.